Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during use, the unit had deflation issue. The patient was reintubated.

Manufacturer narrative:
Evaluation summary: five samples were received for evaluation. All the samples were received sealed inside its pouches. A visual inspection was performed and it was observed all the components are assembled properly at the tubes. An inflation deflation test was performed on each tube using a syringe. 25cc of air was applied to the cuffs and it was observed the cuffs held the air, the samples were left inflated 2 hours according to process instruction and no leaks were observed during the test. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during intervention, the cuff had deflation issue but no leak. Reintubation/recannulation was required.